Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 97 mg/dl. During troubleshooting, it was found that the drive support cap was protruded and they could not exit the rewind loop. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.